Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and repeated information previously noted regarding program 3 shocking the back of their leg. Patient said they were currently on program 1 and were peeing themselves even in the middle of the day which they did not do before implant. Patient stated their hcp told them the manufacturer had to help them and per patient the hcp was refusing to see them. Agent tried to explain therapy adjustment options, patient interrupted several times. Agent again reviewed patient has option to try different programs and adjust stimulation, but if patient was concerned about ins they would need to see hcp for in person check as the patient services specialist (pss) can't check ins over the phone. Patient did not seem satisfied with the explanation and said it was being pushed back on hcp. Agent again reviewed the therapy adjustment options or option for ins check with hcp. Agent also reviewed physician listings available on website as patient again mentioned their insurance issue. Additional information was received from the patient. They called back and reported the ongoing issue with urinary incontinence. Patient stated, "this is ridiculous," and "I'm pissing myself every place I go." Patient expressed lots of frustration regarding their struggles with communication with both hpc office and the manufacturer. Patient stated they've reached out to the hcp's office many times, but they don't get back to them. Patient also said they couldn't get messages on their phone. Patient verbalized, "they're saying the manufacturer has called me 3 times and I haven't called them back." Patient said they were calling back, but to the patient services number. Patient was upset that they tended to get calls during the time they're working (monday and friday), and that the calls were coming in on unidentified numbers. That combination makes it so that the patient cannot answer calls during work. Patient also mentioned being very frustrated at being told on more than one occasion by patient services that they should go to their managing hcp for follow-up appointment. Patient said their insurance changed so the surgeon was out of network two days after their surgery. Patient spoke with hcp's office who told them that if they want to come in for follow-up that they would have to pay out of pocket. This put the patient, "between a rock and a hard spot." Agent offered to send patient physician listing for their area, but patient did not acknowledge this offer. Agent then suggested patient could call their insurance and inquire about in-network providers. Patient verbalized ongoing incontinence issue. Patient reported wearing four incontinence pads per night along with taking myrbetriq. Patient stated their ins initially worked well for them, until they took a hard fall at their daughter's graduation. After that, patient had to fly back home, but was denied pat down at the airport and had to go through security detectors. After those events is when patient experienced return of incontinence symptoms and shocking down the leg and behind the knee on program 3. Patient did confirm shocking sensation resolved after changing to program 1. When asked, patient denied trying any other programs than 1 and 3. Agent reviewed with patient that stimulation should be felt strong, yet comfortable in the bicycle seat area. Patient tried programs 4, 5, and 6, but wasn't feeling stimulation in the correct location. When it was in the bicycle seat area, it was just on the left labia. Agent reviewed with patient again about seeking out care with in-network provider as the device could have been damaged during the fall and airport security. At that time, patient requested to speak with a specific individual in the legal department. Agent had mentioned the name of someone in legal at the beginning of the call as patient was very escalated and made comment, "I'm thinking I'm going to sue somebody" out of frustration. Issue was not resolved on call.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient went to california on the 9th and they made them go through the whole body scan even though they have an ID card. Patient had to go through it twice, once on the way to california and once on the way back. On program 3, the patient was experiencing electric shock going from their buttocks down their thighs to the back of their knee. Patient changed it to program 1 and it seems to have dissipated. Patient stated they were in transition post-surgery and they didn't want to see their healthcare provider (hcp) unless it's surgical related because the patient's insurance won't cover it. Patient canceled their appointment because they can't afford it. Patient was between a rock and a hard place. Patient just has to go for emergencies and stuff. Patient doesn't know if this is related to the surgery or not. Patient knows they were experiencing weird pulses. Today and yesterday the patient defecated on themself and they don't normally do that. Patient said they were on antibiotics related to an infection and they don't know if the fecal issue was because of the device or the antibiotic. Patient didn't know what was going on and they were confus ed. Patient fell flat on their face on the top of the stairs when their sandal caught the lip of the last stair on the 9th. Patient had a massage and they told the massage therapist to stay away from that area and they did. Patient put their hand over the area and didn't allow them to touch the stimulator or the lead. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient didn't know the managing doctor's name but said they saw the physician's assistant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.